Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2017 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2017 with the following findings: during investigation, the black box showed evidence of a short battery life. There was no battery cap or cartridge cap returned. All testing was performed with test caps. The pump was unresponsive. There was no audible, no vibration alert and the display remained blank upon battery insertion. The battery compartment was found to be cracked. There was evidence of moisture contamination inside the battery compartment. A leak test showed a battery compartment crack. The pump case was removed and there was evidence of additional moisture inside the pump on the battery canister. The pump was unresponsive due to damage and moisture contamination. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life with damage/moisture) issue. It was alleged that the battery compartment was cracked and there was moisture in it. The reporter was not able to provide further information during the initial complaint. There was no indication that the product caused or contributed to an adverse event. The issue is being reported because it may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.